Manufacturer narrative:
On (B)(4) 2012, bec field service engineer (fse) visited the site and performed troubleshooting. The fse had the operator bypass the leaking clot detection assembly and disable co2 fluidics. Then the operator re-calibrated the system and the issue was resolved. (B)(4).

Event description:
On (B)(4) 2012, the customer reported to beckman coulter (bec) that the ise (ion-selective electrode) on synchron cx7 delta clinical system was failing calibration with range/span/b-b errors. According to the customer, there was a fat line that was disconnected and they could not find where to connect it. The tubing was around the vicinity of the transducer, and approximately 5 ml of fluid leaked on the tray. Bec hotline checked all the tubing on the transducer but all were connected. Bec hotline recommended the customer to use personal protective equipment before troubleshooting. Msds was reviewed, and the facility has an exposure control plan. There was no report of death or injury and the operator did not seek medical attention. No erroneous patient results were generated.